Manufacturer narrative:
Additional information: on 7/19/2019, mentor received additional information that the patient underwent bilateral removal and replacement with mentor memorygel breast implants 375cc, catalog number 3503754bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information: on 8/5/2019, the mentor failure analysis lab received the device for evaluation. On 8/15/2019, mentor became aware that the patient experienced a breast mass on the left side. On 8/20/2019, mentor became aware that the patient experienced bilateral capsular contracture. On 8/24/2019, the product investigation was completed. Device investigation summary: during analysis of the sample some creases were noted in the anterior view and one of them was noted in the posterior view, also a tear was noted in the anterior view, measuring approximately 1.4 cm.microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: mentor memorygel breast implant 375cc, catalog # 3503754bc, serial # (B)(4), lot # 6807291. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a primary breast augmentation with a mentor memorygel breast implant 375cc and experienced rupture and paresthesia on the left side post-operational. The rupture was confirmed with a mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.